Event description:
It was reported that prior to starting a da vinci s surgical procedure, the maryland bipolar forceps instrument was not being recognized by the da vinci s system. The user facility noticed that one of the metallic pins of the instrument was stuck and the instrument was not being recognized. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed that the pogo pins were stuck at the back end of the chassis, which contributed to the recognition issue. Additional observations not reported by the customer were bent bipolar pins and main tube damages. The bottom bipolar pin was bent at the back of the instrument's housing. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. Evidence not conclusive, but the stuck pogo pins issue may be caused by improper cleaning. The cleaning and sterilization user manual specifically states: -when scrubbing the tip of  cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. Evidence not conclusive, but the bent bipolar pin and main tube damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.